Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the initial complaint was reviewed and found not reportable. There were only (B)(4) implants that broke and the part number 08.501.001.20s represent quantities of (B)(4) therefore all (B)(4) quantities will be captured under MFR 8030965-2019-60739. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review has been requested. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, patient underwent implant procedure. Post-operative, on (B)(6) 2019, patient underwent revision surgery due to five (5) sternal zipfix cable tie with needle that were torn out at the lock of the zipfix and delayed healing. The issue was discovered due to the pain, instability and stripped experienced by the patient. The procedure was successfully completed with no surgical delay reported. Patient status was good. Concomitant device: sternal zipfix (part 08.501.001.20s, lot 9052978, quantity 5). This report is for one (1) sternal zipfix. This is report 5 of 5 for (B)(4).